Manufacturer narrative:
One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was less than 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage. The exact cause is an incomplete weld around the inflation tube and balloon tab that creates a leak at the corner of the balloon tab. The operations quality engineer was notified about this issue and this complaint was added to the scope of the nonconformance (nc). The nonconformance (nc) will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air flow issue complaints for tr band 2. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: 66.8kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band bladder would not hold air. Additional information was received on 18may2023: 12ml and then 15-17ml of air was injected into the band. The band started to deflate instantly. The product was stored unopened in the box. Hemostasis was achieved by moving to vas band. The patient was stable, and there was no patient harm. The estimated blood loss was 5cc.